Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking in the side seam near the ports . The leak was discovered after received by the end user facility but prior to administration. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. Although the initial visual inspection failed to identify the reported issue, functional testing did confirm the reported condition as a large leak due to a puncture by a sharp object. The cause of the condition is unknown; however, based on the customer report that the leak was noticed after receipt by the end user, the condition likely occurred during customer handling as a large leak would have been obvious during compounding or during post compounding quality check. Should additional relevant information become available, a follow-up report will be submitted.